Event description:
A malfunction alarm was reported due to a software error being detected. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.